Event description:
It was reported that approximately 42 months after the acculink stent implantation in the left internal carotid artery, the patient was found to have restenosis in the stent and underwent percutaneous implantation of 2 xact stents overlapping the acculink stent. After the procedure, the patient experienced a cerebrovascular accident with left hemiparesis, garbled speech, and a visual field defect. There was no treatment provided. Symptoms improved, and the patient was discharged home 4 days after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects stenosis is listed in the rx acculink carotid stent system instruction for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xact stents will be reported under separate MFR numbers.